Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during a burr hole craniotomy surgery, it was observed that the motor device and attachment device were heating up when in use with a burr device. According to the report, after examination, it was observed that the attachment device ¿marred¿ the burr device. It was further reported that dark ¿scorch marks¿ were observed on the burr device. As a result, there was a three minute delay to the surgical procedure. It was reported that spare devices were available for use. There was patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. The reporter was unable to determine which device caused the alleged malfunction. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all temperature specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.